Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self-test. The insulin pump passed a21 error test and passed off no power test. No unexpected display anomaly noted. No unexpected low battery noted. No unexpected low reservoir noted. No damage was found on the lcd isolation tape noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a display anomaly from the insulin pump. The customer stated that she dropped the pump and the screen went blank. The customer sated that none of the buttons were working properly. The customer stated that they changed the battery and the pump would not function. The customer stated that after 15 minutes, the pump alarmed low battery and low reservoir. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.